Event description:
It was reported that the patient underwent a 360-fusion at l5-s1 using bmp-2/acs and local bone in the facet joints bilaterally to treat disc disruption status post discectomy at l5-s1 and disc space collapse l5-s1. X-rays showed excellent position both in ap and lateral planes. The patient tolerated the procedure well. 425 days post-op, the patient was admitted with persistent back pain and left leg pain. A CT myelogram of lumbar spine showed nerve root irritation due to facet screw and possible instability at l5-s1. The patient was diagnosed with painfulhardware and possible pseudoarthrosis. The patient underwent removal of painful hardware, replacement with sextant bone screws, rods, mastergraft, and bone morphogenic protein in the lateral gutter for fusion posterolaterally. Post-op diagnosis indicated no evidence of pseudoarthrosis. The patient was discharged on pod 1.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6)-2007 the patient underwent spinal fusion with rhbmp-2/acs. (B)(6)-2008 the patient presented with chronic pain. (B)(6)-2009 the patient presented with migration. It was reported that there was lucency about the head of left l5-s1 transverse screw suggestive of loosening. (B)(6)-2009 the patient presented with nerve damage and was diagnosed with radiculopathy. (B)(6)-2009 the patient presented with failed fusion. Findings suggested nonunion of anterior lumbar interbody fusion. (B)(6)-2009 the patient underwent corrective surgery.